Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device experienced difficulty being interrogated by the programmer. Troubleshooting attempts were made with moving the wand around and unplugging and plugging in the wand which was unsuccessful. This device remains in service. No adverse patient effects were reported.